Event description:
In an abstract titled "a prospective randomized trial- indirect decompression (x-stop) versus conventional decompressive surgery for lumbar spinal claudication", the following events were reported: -spinous process fracture has been noted in the x-stop group (filed as MDR# 2953769-2008-00042); -13 patients have been re-operated in this group. No additional information was reported.

Manufacturer narrative:
Report source: a prospective randomized trial - "indirect decompression (x-stop) versus conventional decompressive surgery for lumbar spinal claudication- a prospective randomized trial, by stromqvist b, berg s, gerdhem p, johnson r, moller a, shalstrand t, tullberg t, abstract at sas 2008. Device not returned, internal review of literature, follow-up with author.